Event description:
This device was implanted on (B)(6) 2002, and remains implanted up to this date. A call to technical services placed on (B)(6) 2013, states that the entire system will be removed, due to infection. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).